Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in needle broke / detachedwhen the user move back the catheter, the needle did not move back at the sametime with disconnected.

Event description:
When the user move back the catheter, the needle did not move back at the sametime with disconnected.

Manufacturer narrative:
The reported issue of needle pulled out of hub was confirmed upon inspection of the samples. Analysis of the samples showed the needle was detached from the hub. There was a lump of epoxy adhesive observed on the inner wall of the epoxy well in the needle hub, which is an insufficient amount of epoxy. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly line was reviewed, no abnormality was observed at the epoxy dispensing station and curing oven. Currently the epoxy dispensing units are replaced every 30 minutes, so it was highly unlikely for the dispensing nozzles to be defective. Based on the complaint history review, this is the first complaint reported for needle pulled out of hub for this lot. This is most likely an isolated case. As current controls, there is an outgoing functional test for pull force to check for needle detachment from the needle hub. There is also an outgoing visual inspection in place to check for insufficient epoxy adhesive. As preventative actions, the manufacturing plant will conduct complaint awareness training and communication to all production technicians, to monitor the occurrence of this defect.